Event description:
It was reported that the patient reported trauma to their driveline exit site and pain over the past few days. The patient underwent an infection work up at local cardiologist. Erythema, purulent drainage, and pain were noted with an indurated area. Wound cultures were collected, and no growth was noted. The patient was started on antibiotics.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.